Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-05077, 1627487-2022-05078. It was reported that patient experienced ineffective stimulation. Targeted pain pattern is the left leg to foot. Surgical intervention was undertaken wherein new leads were added the the drg system. Additionally, the existing s1 lead was cut and left in situ (1627487-2022-05078). Effective therapy was restored.